Event description:
It was reported in medwatch-mw5184989 that a patient implanted with an evoke spinal cord stimulation (scs) system developed a staphylococcus infection. A significant delay occurred on the day of the permanent implant procedure due to a prior procedure taking longer than anticipated. The patient reported concern that the surgical suite disinfection process between procedures may have been rushed, which was suspected to have contributed to the infection. The infection resulted in significant health complications.

Manufacturer narrative:
The medwatch report was provided without information for section a and section e. Device details were not provided, d4 ¿ 102901 has been used as a placeholder. Date of event was not provided. 20jan2026 was provided as the date of the report and used as event date. The permanent implant procedure occurred at a facility owned by the orthopaedic specialty group (osg).